Event description:
A revision surgery was performed to remove a previously implanted lanx interspinous process device to address a migrated non-lanx allograft. Screws and rods were implanted in place of the removed lanx interspinous process device. The surgeon indicated that the lanx device did not migrate. There is no info to suggest that the lanx device caused or contributed to the migration of the non-lanx allograft.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to manufacturer). Results: no results available since no eval performed (related device was not returned to manufacturer).